Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported by the patient that the patient underwent a cervical surgical procedure. It was reported that one month post-op the patient experienced pain in the right arm and that the pain has moved into the left arm also. The patient reported that the pain is not allowing the patient to sleep more than half an hour at the time. No additional complications have been reported.